Manufacturer narrative:
(B)(4)

Event description:
The customer stated they have ongoing issue with questionable ise indirect na, k, ci for gen. 2 results and had previous service visits. Data was only provided for one patient sample that was repeated on an abl 90 radiometer. The initial sodium result was 233 mmol/l and the repeat result was 137 mmol/l. The initial potassium result was 8.6 mmol/l and the repeat result was 4.5 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found a valve was not closing fully. He replaced the valve and performed ise checks with consistent results. The customer performed qc and was satisfied with the results. He found the analyzer was functioning to specifications.